Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump had a cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported by the customer that his insulin pump keypad was unresponsive to user inputs. Customer stated that the esc button is not working. Advised customer to discontinue use of device and revert to back up plan. Customer stated he does not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 95 mg/dl at the time of reporting. Nothing further reported.